Manufacturer narrative:
Device evaluated by MFR.: the device was not received for analysis. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed; device history review found no issues. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03146. It was reported that no blood reflow occurred. The target lesion was located in the proximal right coronary artery. Following pre-dilatation with 3.00x12 emerge balloon catheter, a 4.00 x 20mm synergy¿ stent was deployed. However, after deployment, no blood reflow and echocardiogram changes were noticed. A code was called and the patient's condition improved following administration of reopro. No further patient complications were reported and the patient's status was stable.